Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil did not detach. Upon withdrawal, the coil detached in the left carotid artery. A stent was deployed to keep the coil against with the vessel wall. No injury was reported with the patient was a result of the procedure.

Manufacturer narrative:
Sample analysis: only the delivery pusher was returned as the implant coil remains within the patient. The evaluation could not determine the cause of the event. (B)(4).